Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter.

Event description:
Information was received from a healthcare professional regarding a patient receiving baclofen via an implanted pump. The indication for pump use was multiple sclerosis and intractable spasticity. On (B)(6) 2016 MRI compatibility guidelines were being requested as an MRI was going to be done to rule out an epidural abscess. The patient had a fever and neck pain. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.